Event description:
This is filed to report partial clip movement. It was reported that on (B)(6) 2022, a patient presented with grade 4 degenerative mitral regurgitation (mr), abnormal anatomy with a large cleft on the lateral side of p2 (between p1-p2), and a flail on the lateral side of p2. One mitraclip was deployed on the lateral side of a2/p2. After deployment, 2+ mr remained and also some residual flail. It was decided to deploy a second clip, a mitraclip nt. Due to the cleft, it was placed on the medial side of a1/p1. The clip was deployed per the instructions for use (IFU), when a partial clip detachment of the anterior leaflet was observed. The clip did not completely lose grasp of the leaflet, but less of the leaflet was inside the clip than before deployment. There was no opening of the clip noticed. In the physician's opinion, the posterior chord pulled the clip more posteriorly, causing the anterior leaflet to partially detach. Post deployment, the mr remained 2+ and the procedure was concluded without an additional clip. There was no indication of an adverse patient effect or clinically significant delay. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and based on the information provided, the reported migration (partial clip movement) appears to be due to patient conditions as per the physician the posterior chord pulled the clip more posteriorly, causing the anterior leaflet to partially detach. There is no indication of a product issue with respect to manufacture, design or labeling.